Event description:
The healthcare professional reported that during an endovascular embolization procedure, a 4mm x 23mm enterprise 2 stent (encr402312 / 6948543) was impeded in the proximal section of the concomitant microcatheter, a 150cm x 5cm prowler select plus (606s255x / 30772059) and could not be advanced further. The physician attempted to retract the stent but it was found to be released in the microcatheter. The physician removed the stent with the microcatheter, replaced both devices and the procedure was completed. There was no report of patient adverse event or complication. On (B)(6) 2022, per the cerenovus sales representative, additional information related to the procedure and the reported issues are not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The initial reporter facility name: general hospital of the northern theater of the chinese people's liberation army. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, a 4mm x 23mm enterprise 2 stent (encr402312 / 6948543) was impeded in the proximal section of the concomitant microcatheter, a 150cm x 5cm prowler select plus (606s255x / 30772059) and could not be advanced further. The physician attempted to retract the stent but it was found to be released in the microcatheter. The physician removed the stent with the microcatheter, replaced both devices and the procedure was completed. There was no report of patient adverse event or complication. On (B)(6) 2022, per the cerenovus sales representative, additional information related to the procedure and the reported issues are not available. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948543. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00594. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.